Event description:
Pt had a pulmonary artery catheter placed through a left internal jugular introducer. Pt had been on heparin (400 cc/hr infusion). The heparin was discontinued at 09:00 and the pa line placement was at 15:00. Pt was hemodynamically unstable on levophed at 23mcg in atrial fibrillation. Following floatation of the pa-line into pcwp the balloon was deflated. The monitor continued to show a pcwp tracing. The catheter was pulled back a couple of centimeters and the blood pressure dropped acutely to 50mm systolic. Bright red blood was noted in the ett and CPR/resuscitation started. The pt expired after 20 min effort. Pa pressure was 66/33 when floated through the pulmonary artery.